Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(6) was able to compress the lifeband, however, the user was unable to pull the bands up. No patient involvement.